Event description:
It was reported in an article that two x-stop implants had to be removed and 3 x-stop procedures were not successful. According to the article, one surgeon who had done about 30 implants reported removing only two because the device didn't work on the patient. Another surgeon reported having done a dozen procedures with nine of them having been successful. No additional information was provided.

Manufacturer narrative:
Results: attempts made to gather further information from the physician were unsuccessful. A search of our database did not return any events that matched those mentioned in the source literature. Source report: implant relieves spinal pressure.